Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. Compatibility guidelines were requested for an MRI. The patient was having a magnetic resonance imaging (MRI) and it was reported the patient¿s pump was ¿not working''. It was unknown if the MRI was related to a problem with the patient's device or therapy. The hcp had no further history and patient symptoms were not reported. The event date was asked and unknown. Additional information was received on 2019-apr-15 and it was reported the patient was having a MRI and it was not related to a problem with the patient's device or therapy. It was noted the hcp heard from the patient¿s managing physician¿s office that they believed the pump was removed because it was ¿non-working¿ but the hcp could not confirm this information. Of note, conflicting information was reported, as it was indicated the patient's pump was not working and also reported the pump was removed because it was not working. The hcp would follow-up with the patient to confirm the information. No further complications were reported/anticipated or expected.